Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed via evaluation of the returned device and clinician review. Method & results: -product evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated 13 march 2022. This inspection indicated: the exeter stem was returned in two pieces. Damage to the polished surfaces is consistent with micromotion abrasion between the implanted device and the surgical bone cement. The fracture surface photo shows features consistent with a fatigue-related fracture initiation and propagation area terminating in a shear lip at overload fracture. Material analysis: a material analysis has been performed. The report concluded: the stem failed due to a fatigue-related fracture mechanism related to micromotion at the stem-cement interface. The fracture initiated on the lateral surface and progressed medially until the remaining material was overloaded and the stem fractured into two pieces. The stem was manufactured using the designated alloy. No evidence was found of manufacturing defects, nor material non-conformances. -clinician review: a review of the provided medical information by a clinical consultant indicated: this inquiry reports the failure of a total hip replacement at about 3 years post-operative due to fracture of the femoral stem. I can confirm that this event took place since I was able to see the photos of the explanted components. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of stem fracture are multifactorial including surgical technique factors, patient factors including activity level and bmi, and implant factors. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's hip was revised due to broken stem. Evaluation of the returned stem indicated that the stem failed due to a fatigue-related fracture mechanism related to micromotion at the stem-cement interface. The fracture initiated on the lateral surface and progressed medially until the remaining material was overloaded and the stem fractured into two pieces. The stem was manufactured using the designated alloy. No evidence was found of manufacturing defects, nor material non-conformances. The exact cause of the event could not be determined. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Exeter stem was broken and therefore revised with restoration modular. This was the first revision. The exeter stem was implanted in 2017 but in a different hospital. The surgery was delayed because the surgeon had to make an osteotomy to take out the exeter stem.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Exeter stem was broken and therefore revised with restoration modular. This was the first revision. The exeter stem was implanted in 2017 but in a different hospital. The surgery was delayed because the surgeon had to make an osteotomy to take out the exeter stem.